Event description:
During surgery, the liver retractor was removed. Liver retractor did not straighten out completely upon removal and abraded the left lobe of the liver creating some oozing. Surgical powder opened and hemostatic agent used. Surgeon was able to gain hemostasis. Instrument was tagged and sent to csp. Csp interrogated the device and did not find any malfunction. Patient did not suffer ongoing issue. No extended stay.